Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg device, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). Atrial undersensing was also noted. Reprogramming was performed. The lead and device remain in use. No further patient complications have been reported.